Manufacturer narrative:
The 510 (k) # is k001109. (B)(4).this device has been returned and evaluated by lifescan product analysis with the following findings: the (meter) involved in this case has failed functional testing due to pcb ontamination.if any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their meter was reverting to the set up mode. The patient mentioned that the reported issue with the meter began on (B)(6) 2010 at 3:00pm. The patient did not take any action after the alleged issue began. At 8:00pm, the patient developed frequent urination and did not seek any medical attention or contact their physician for assistance. The patient denied any misuse of the product and this was not the first time the product was being used. The patient mentioned that they have not replaced the battery. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, the patient later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and the fiber was damaged at the tip at 0 joules. The device was not returned for eval.